Event description:
Avanos medical, inc. Received a single report that referenced five different incidences, which were associated with separate units, involving five different events. This is the second of five reports. Refer to 8030647-2022-00133 for the first event. Refer to 8030647-2022-00144 for the third event. Refer to 8030647-2022-00145 for the fourth event. Refer to 8030647-2022-00146 for the fifth event. It was reported, when used to suction the patient, the catheter malfunctioned and didn't aspirate anything. The catheter was replaced for a new device. There was no reported injury. Additional information received 21-apr-2022 stating the device was exchanged for a functioning catheter. The patient's current health status not affected by this product and the patient was not re-intubated.

Manufacturer narrative:
The actual complaint product was not returned for evaluation. A review of the device history record is in-progress. All information reasonably known as of 11-may-2022 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical, inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical, inc. Avanos medical, inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical, inc. Complaint database and identified as complaint (B)(4).

Manufacturer narrative:
Information was received noting this report is a duplicate of report 8030647-2022-00136. No further information will be submitted for report 8030647-2022-00134. All information reasonably known as of 13-jun-2022 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical, inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical, inc. Avanos medical, inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical, inc. Complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical, inc. Product is defective or caused serious injury.